Event description:
Boston scientific received information that this pt received a shock due to t-wave oversensing. Upon initial interrogation there was a message that sensing was not optimized, but no errors or fault codes were observed. It was noted that at implant there were no issues with the set-up or template acquisition. Defibrillation threshold (dft) testing was performed several days after implant, and device sensing was not reoptimized at that time. Boston scientific engineering reviewed the information and there was a reference template at the time of the inappropriate shock, however, the sensing not optimized message occurred as the set-up was only performed in one position and not two (so was not completely optimized) the over-counting did not occur until the heart rate reached a rate of approximately 140 beats per minute. Therefore, it was suggested that it may be beneficial to evaluate sensing vectors at higher heart rates. The pt had left for his home country that morning and will return to the united states in the fall for school. Recently the pt was seen and had received additional shocks for t-wave oversensing while exercising with heart rates at approximately 150 beats per minute. There was no therapy exhaustion during any of the episodes. Exercise testing was performed with a different sensing vector programmed in the device; the pt's heart rate reached 140 to 150 beats per minute and no oversensing was noted. The device remained programmed to that sensing vector. No adverse pt effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.